Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, which resulted in humidity invading lg lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera ii duodenovideoscope to olympus medical. The device had been issued to customer as a loaner. During an annual inspection at olympus, the examination showed foreign material was present in the forceps elevator area, and both the inside and the outside of the light guide lens were dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The device's forceps elevator showed foreign material, and the interior and exterior of the light guide lens were found to be dirty. The examination also showed the forceps elevator tube was scratched, the air/water cylinder and scope cylinder had discoloration, the switch box was dented, the heat shrinking tube of the locking lever was cut which led to the adhesive on the objective lens was cracked, the connecting tube was buckled, the left arm was corroded and the distal end had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.